Event description:
It was reported that shaft break occurred. The 99% stenosed targe lesion was located in the right coronary artery. A 3.00 x 16 synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that stent shaft was kinked while advancing and found that the shaft was broken during removal. A buddy wire was introduced. The physician advanced a balloon over the buddy wire to trap the synergy delivery system in the guide catheter. Once trapped, the entire system was removed. The lesion was rewired and treated successfully with a new stent. No patient complications were reported.